Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the extremely tortuous distal left circumflex (lcx) artery. The physician attempted to advance the taxus express2 2.75x16mm drug eluting stent, but the stent delivery system (sds) was unable to cross the lesion. It was noted that the stent was lifted up. The procedure was completed with another taxus express2 stent. There were no patient complications and the patient status is listed good.